Manufacturer narrative:
As received a complete lead was returned in one piece. Visual examination noted the helix was retracted and clogged with dried blood and body tissue. X-ray examination and electrical testing found no anomalies. The reported event of high capture threshold was not confirmed.

Event description:
During the implant procedure, high capture threshold was noted on the right ventricular lead. The lead was explanted and replaced to resolve the issue and the patient was stable with no adverse consequences.